Manufacturer narrative:
(B)(4). The investigation is on-going, this report will be updated upon receipt of additional details.

Event description:
Additional information indicates that this patient underwent a revision procedure and this product was explanted and returned.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker recorded a code 1011 indicative of the battery voltage higher than expected and a code 1003 indicative of the voltage too low for the projected remaining capacity. These codes were displayed during device interrogation. The patient is not pacemaker dependent and the device has a magnet rate of 90 paces per minute. No adverse patient effects were reported. Disk analysis was performed by engineering and revealed that the device was malfunctioning causing a surge in battery consumption. Therapy cannot be guaranteed and device replacement was recommended as soon as possible.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was interrogated and the code 1011 (indicating high voltage) was confirmed to have first been recorded on (B)(6) 2014. Review of device memory also confirmed that both elective replacement indicator (eri) and end of life (eol) battery statuses had been reached. The device case was removed in order to facilitate analysis of the internal components. The battery monitoring voltage was less than expected at 3.03 volts. One of the power supplies exhibited a voltage measurement that was lower than expected. As this is used as a reference voltage, the lower than expected measurement likely resulted in the observed code 1011. The battery was removed from this device and replaced with an external power source. A high current drain was noted. The capacitor for the power supply that exhibited the low voltage measurement was removed from the hybrid and; subsequently, the high current drain desisted and the power supply measurement returned to normal. Detailed testing of the isolated capacitor confirmed it was leaking. This anomaly has been reported to our engineering and manufacturing departments. We will continue to monitor field observations for similar reports.